Manufacturer narrative:
The astral device external battery was returned to resmed for an extensive engineering investigation. The investigation determined that the reported battery issue was due to an unknown external heat source. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device external battery overheated while being charged. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device external battery overheated while being charged. The device was not in use when the fault occurred; therefore, there was no patient involvement.